Manufacturer narrative:
H3: product analysis #(B)(6) :equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a react-68 catheter and an unknown solitaire stent were returned for analysis within a shipping box; within a sealed biohazard pouch and within a secondary sealed tyvek pouch. Visual inspection/damage location details: a solitaire stent was returned within the react-68 catheter. The solitaire stent was found to be extending ~5.9cm from distal tip. (Pli-10) the react catheter was returned in 2 segments. The react-68 catheter proximal segment total length was measured to be ~15.5cm and the distal segment total length was measured to be ~125.0cm. Upon visual examination, no damages or irregularities were found with the react 68 hub. The react-68 catheter body was found broken and separated at ~124.9cm from the distal tip but retained by the inner wire. No damages were found with the react 68 distal marker band/tip. However, the solitaire stent was found to be extending ~5.9cm from distal tip. No other anomalies were observed. (Pli-20) no device malfunction was reported with this device. The solitaire stent was returned without introducer sheath. No bends or kinks were found with the pushwire or marker coil. Visual inspection showed no irregularities outside of the attachment zone. The glue domes appeared to be in good condition. The stent non-working length struts and working length struts were found to be in good condition. The stent middle working length struts were found to be damaged (kinked). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Possible causes for ¿catheter separation/break are user advances or retrieves device against resistance, patient vessel tortuosity, or user applies excessive force exceeding tensile strength of tubing material. The root cause was unable to be undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the thrombectomy, all of the access and the stent retriever were well placed. When the react needed to go to the base of the clot, it was broken. The doctor had to remove the stent retriever (solitaire x) alone in the aspiration catheter (react68) but broken. All went well. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  Vessel tortuosity was normal and the access vessel was the femoral artery with a diameter of 5mm. Ancillary devices include a phenom21 fg131160-0615-1s microcatheter, avigo 103-0606-200 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the doctor tried to push up the react until the target thrombus to get the clot in combination with the solitaire x stent retriever (dual action), they saw that the react was broken and thus could go out of the stent retriever to reach the clot. They removed the proximal part of the react and took the clot with the solitaire alone. The broken part of the react was still in the catheters where the solitaire was. No other devices were broken. The clot was taken out well with the solitaire, and the patient was said to be doing well.